Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken tip occurred. A guidezilla guide extension catheter was selected for use. A broken end tip was noted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. There was blood inside and outside of the shaft. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar and damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that broken tip occurred. A guidezilla¿ guide extension catheter was selected for use. A broken end tip was noted. No patient complications were reported.